Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed an error message for low transmitter battery. There was no report of injury or medical intervention. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 05/24/2016 and did not confirm transmitter failure on (B)(6) 2016. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. A voltage test was performed and the test failed. A review of the shared data log confirmed the reported event of a low transmitter battery. A root cause could not be determined.